Event description:
Information received regarding the explanted device notes that several hours post implant, loss of ventricular capture was noted and the patient was returned to surgery for lead replacement. A new lead was placed with difficulty. The patient was pacemaker dependent and did not have any under- lying r waves at a rate of 30 ppm.